Manufacturer narrative:
The device passed displacement test. Pump error 63 alarmed during self test and confirmed in pump history with variable due to broken trace keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure. The customer¿s blood glucose level was 5.1 mmol/l. The customer reported that the alarmed occurred during self test. Customer was able to complete insulin pump rewind. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.